Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart which happen during use. The customer¿s blood glucose level at the time of the incident was unknown. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test and unexpected restart error test. No unexpected restart alarm during testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label, broken belt clip slot and minor scratched lcd window.